Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting more quickly. The customer¿s was unsure if their blood glucose (bg) level was impacted due to the battery issue. The customer's bg level was 540 (mg/dl). Reportedly, the customer believes the bg level might have been elevated due to new medication the customer recently began taking. A correction bolus via the pump and a manual injection were used to address bg level. Reportedly, the pump battery was depleting approximately 15% per day and the customer declined further troubleshooting.